Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that her scar was infected when she went to her post-op appointment a week after the interstim was implanted. The patient stated that the healthcare provider (hcp) noticed the scar was red. No further complications were anticipated/reported.